Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had a controller fault alarm. The controller also had condensation in the controller screen. The patient had showered earlier that day and used her shower bag. Patient had no adverse events and the controller was changed in the hospital without complications. The site would like a replacement controller and shower bag.

Manufacturer narrative:
It was reported that the controller had condensation on the screen and that the patient had a controller fault alarm. The controller, con103456 was returned for an evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. A review of the log files revealed that two (2) controller fault alarms and two (2) high watts alarms were logged on 01/14/2017, starting at 18:01:08. The controller fault alarms indicated that the motor-drive metal-oxide-semiconductor field-effect transistor (mosfet) was opened, resulting in the pump running on a single stator. Failure analysis of the controller revealed that the unit passed functional testing but failed visual inspection due to a loose power port 1 and serial port connector with displaced o-rings. Internal inspection of the controller revealed foreign material was present, likely due to fluid ingress due to the loose connectors found.  A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier to evaluate loose connectors. The most likely root cause of the reported event can be attributed to fluid ingress due to loose connectors. The fluid ingress likely caused the controller fault and high watt alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.